Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found.

Event description:
It was reported that the patient presented to the emergency department with wound dehiscence and signs of sepsis. Heart rate was elevated and blood pressure was low. The system was explanted. The patient was stable following procedure.